Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as digging into the skin and causing discomfort and the patient is not able to sleep. The patient reports that garment fits okay. The area is sore and black and blue. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed vitamin d cream for the skin irritation. Follow up indicated that the skin irritation improved.